Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7109515, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70, serial number: (B)(6), batch/lot number: 5008197, model/catalog description: infinion pro lead kit, 16 contact, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 37398169, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the midline incision site. The patient had the full spinal cord stimulation (scs) system explanted. The explanted device components were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion pro lead kit, 16 contact, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37398169. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Investigation results: devices were not returned. DHR and labeling review conducted. Device history record (DHR): DHR review confirmed device met all specifications prior to release. Labeling review: infection is identified in labeling as a known risk of scs implantation. Investigation conclusion: device not returned. Based on available information, event attributed to known inherent risk of device/procedure. Probable cause: known inherent risk of device.

Event description:
It was reported that the patient developed an infection at the midline incision site. The patient had the full spinal cord stimulation (scs) system explanted. The explanted device components were kept by the facility.